Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the stations were in disconnected status. A technical support specialist (tss) confirmed that the dell technician worked with the field service engineer (fse) and replaced the central processing unit (cpu2) and reposition memory modules. The system was booted to the service level indicator (sli) image, and intensive processor tests passed twice without issues. The server was verified as operational, with new orders appearing correctly. The tss also confirmed all virtual machine (vms) were running and no errors were present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.